Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that the battery gauge was fluctuating. Customer¿s blood glucose level was 300 mg/dl. No further information was obtained as customer declined troubleshooting with tandem technical support.